Event description:
Senseonics was made aware of a false hypoglycemia events that occurred on (B)(6) 2021 at 1:27 pm. Patient reported that the bg was 76 mg/dl where as sensor glucose (sg) value was 46 mg/dl. Patient received hypoglycemia alert even though they were not symptomatic. Patient did not seek medical treatment because of no symptoms.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the analysis of the user's data in data management system (dms), on 22 november 2021, there was inherent lag in the sensing technology of the sensor and that the sensor glucose eventually caught up to the calibration (capillary) entry after 3-4 sensor readings. The investigation also showed that the system was not within the 20/20 error target of the system, but was within the 30/30 error bounds of the cgm system. This occasional occurrence is still consistent with normal system operation. Following the reported event, the glucose plot displayed more accurate sensor readings. There was no system malfunction detected. The user did not need to take any action since their blood glucose was in normal range.